Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault. Moreover, it was noted that the device hardware was not detecting the loss of battery energy. The battery status indicators are not reflecting the depletion condition and are inaccurate which should no longer be relied in determining the depletion status of the device. Furthermore, the device was malfunctioning and should be replaced then return for a detailed analysis. Additional information indicated that the device changeout was not yet scheduled as patient had osteomyelitis which is not device related and was waiting for the infection to clear prior to scheduling the changeout. Also, the device has tripped explant. This device remains in service, and there were no adverse patient effects reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault. Moreover, it was noted that the device hardware was not detecting the loss of battery energy. The battery status indicators are not reflecting the depletion condition and are inaccurate which should no longer be relied in determining the depletion status of the device. Furthermore, the device was malfunctioning and should be replaced then return for a detailed analysis. Additional information indicated that the device changeout was not yet scheduled as patient had osteomyelitis which is not device related and was waiting for the infection to clear prior to scheduling the changeout. Also, the device has tripped explant. This device remains in service, and there were no adverse patient effects reported. Additional information received indicated that the device exhibited premature battery depletion (pbd). This device was surgically explanted and replaced. Furthermore, the device will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault. Moreover, it was noted that the device hardware was not detecting the loss of battery energy. The battery status indicators are not reflecting the depletion condition and are inaccurate which should no longer be relied in determining the depletion status of the device. Furthermore, the device was malfunctioning and should be replaced then return for a detailed analysis. Additional information indicated that the device changeout was not yet scheduled as patient had osteomyelitis which is not device related and was waiting for the infection to clear prior to scheduling the changeout. Also, the device has tripped explant. This device remains in service, and there were no adverse patient effects reported. Additional information received indicated that the device exhibited premature battery depletion (pbd). This device was surgically explanted and replaced. Furthermore, the device will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert code 1003 was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.